Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced pain and a loss of osseointegration resulting in the decision to remove the implant. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2017.

Manufacturer narrative:
Per the clinic, topical antibiotic drops were applied to the implant site following explantation of the loose implant. This report is filed july 5, 2017.